Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from croatia alleged a discrepant result for a single patient while using the cobas® sars-cov-2 nucleic acid test on the cobas® liat® system. The patient went to the hospital for a heart attack where he was initial tested for sars-cov-2 on cobas liat in order to be admitted. The test generated a positive result for sars-cov-2 and the patient was transferred to a covid department. Prior to this, the patient had performed a self at-home test (unknown platform) which generated a negative result for sars-cov-2. After the positive test on cobas liat, the patient was retested twice using unknown pcr test(s). Both tests generated a negative result for sars-cov-2. No harm is alleged. An investigation is ongoing in order to evaluate the customer issue.

Event description:
The subsequent two pcr tests performed on a different platform (lightcycler® multiplex rna virus master test on cobas® z480) were negative.

Manufacturer narrative:
This is a supplemental follow up to provide the investigation conclusion to 2243471-2022-00094. The alleged run has very weak amplification and a late CT. Internal control amplification is robust and there are no signs of pcr suppression. The run is consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver upon retest. Additionally, due to differences in technologies, tests run on different platforms may not always produce the same results. No product problem related to the customer allegation was identified. B5/b6 were updated with information regarding the lightcycler® multiplex rna virus master test on cobas® z480. (B)(4).